Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). A detailed investigation was performed by an expert from the technical service: the analysis of the logfile data did not show any entries on the event date provided by the customer, on 06. Sept 2024. The root cause of this incident was confirmed to be a defective lcd display (part n° msp380053). The display was replaced by the service technician on-site. The device is back in use. This incident was assessed to be reportable since the failure of the lcd display during ventilation would make the ventilator temporarily inoperable although the continuation of ventilation is guaranteed at all times. In a worst-case scenario a deterioration of the state of health of the patient cannot be excluded. However, in this case there was no patient involvement.

Event description:
The following was reported to hamilton medical ag: during standby mode, display malfunction. Doesn't show any image, but some vertical lines. No patient involvement.

Event description:
The following was reported to hamilton medical ag: during standby mode, display malfunction. Doesn't show any image, but some vertical lines. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).